Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his insulin pump alarmed no deliver during a bolus. Customer changed everything except the infusion set and the device is still alarming no delivery. Customer's blood glucose is 452 mg/dl. He was treated with ten units of insulin from the insulin pump before it alarmed. In troubleshooting, insulin exited in a fixed prime. The cannula is not bent. Customer was advised there may be a possible infusion set or site occlusion. Customer was advised of the proper insertion methods. He declined troubleshooting for high blood glucose. Nothing further reported.